Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer had been experiencing high blood glucose levels of approximately 30 mmol/l for the past 10 days. The customer had been getting no delivery alarms as well. Troubleshooting was performed. The customer's skin was irritated from the adhesive. The customer mentioned that there was a big pool of insulin underneath the skin. The insulin pump was programmed with the correct time and date. It was also reported that the customer fell twice and cracked the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.